Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient was having difficulty charging the implant. The patient stated that it took almost 18 hours to charge their implant to full. The patient said they hadn't charged for 6 months. A rep said that it sounded like the ins was overdischarged. The patient stated thy turned the device on 6 months ago and it went haywire on them. The patient stated that it was full blast and they thought they were going to have to call 911. The patient also stated that they were shaking it was so high. The patient wanted a rep to check the device. No further complications were reported.